Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that during the implant procedure, the right ventricle lead was oversensing right after the lead was inserted into the device. The lead is still in use. No patient complications have been reported as a result of this event.